Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of over 600 mg/dl and 839 mg/dl and current blood glucose level was 305 mg/dl. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.